Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -8.50. Pt weight: unk. (B)(4). Method: (evaluation method): work order search. Results: (evaluation result): a work order search found no similar complaints. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -8.50 diopter implantable collamer lens on (B)(6) 2015 into the patient's right eye (od). The reporter indicated that the vault of the lens was low. The lens was exchanged for a larger lens on (B)(6) 2016 and this resolved the problem. See MFR report #2023826-2016-00317 for left eye (os).